Event description:
It was reported that the patient indicated falling five times in one day, and upon further investigation, it was determined that the atrial lead was fractured. The lead was capped and replaced. During the replacement procedure, a new lead was attempted, but not used. It appeared that the insulation was breached during a difficult implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Concomitant products: 5594 implantable pacing lead - (B)(6) 2004; 5092 implantable pacing lead - (B)(6) 2004.